Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump alleged the insulin pump for under delivery. The customer alleged the insulin pump because the blood glucose level was not going down for more than 1 hour. The customer had high blood glucose and was treated with manual injection and insulin pen. The blood glucose was oover 200 mg/dl and the current blood glucose was 172 mg/dl. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.